Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt underwent a procedure for a trial scs system on (B)(6) 2013 and 2 leads (from the same lot) were placed. It was reported after the pt's trial implant procedure, the pt went into cardiac arrest while being transferred to recovery. CPR was performed and the pt was sent to the hospital. F/u info indicated the issue was due to medication given to the pt and not related to the scs system. The pt is now doing well.